Event description:
Found during routine testing. Customer called to report a service indicator that won't go away and the device locks up in sync mode when powered on.

Manufacturer narrative:
Physio-control provided technical assistance and parts information to replace the smartwatch coin cell battery for flash ram on the main pcb assembly. The customer reported that replacing the coin cell and ram, designator u28, resolved the reported problem.